Event description:
The pt had an uneventful prostatron treatment (protocol tumt 2.0) on 6/11/98. Approx six weeks following the treatment, the pt expired due to cardiopulmonary complications unrelated to the prostatron treatment. The pt experienced a normal post-treatment evaluation. Approx six weeks following the treatment, the pt returned to the hosp for treatment of his cardiac complications. The general surgeon who saw the pt prior to his death noticed evidence of recto-urethral fistula. The fistula was not treated. A review of the treatment reveals a normal treatment profile with 164 kj of energy delivered.